Event description:
Customer states the pump failed to alert him to occlusions. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.